Event description:
It was reported that the patient was asymptomatic. It was noted that noise episodes had been observed on the right ventricular (rv) lead. Previous provocation testing had shown small signals in the ventricular channel. Additional testing was to be performed to see if the noise was more evident. The patient was being monitored remotely. The patient was stable.